Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, functional testing, battery testing, and alarm log review were performed. The f-38 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be inoperative force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.